Manufacturer narrative:
Additional information d4: (update lot number and expiration date). D4: the customer provided additional information stating the lot number was actually h20d30070, expiration date 04/30/2025 (remove lot number h20a28039 and expiration date 01/28/2025 from the initial report). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported there was a separation between the light blue piece (main body) and the dark blue piece (female connector) of a minicap transfer set. This occurred during an unspecified process step of peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.